Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed multiple call service 162 warnings due a low non-zero force. The battery cap was undamaged and able to fit. Ez-prime steps were performed correctly, no call service 162 warnings occurred during the investigation. The unable to prime complaint was unable to be duplicated during investigation. The pump cover was removed, to find further moisture corrosion to the continuous glucose monitoring module and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.